Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obrytx halo was used during an obtryx placement procedure performed on (B)(6) 2014. The procedure was completed with this device. There were no complications reported immediately at the conclusion of the procedure. According to the complainant, on (B)(6) 2014, the patient presented rash on her eyes post device implantation. She consulted an allergy specialist and was advised to undergo allergic sensitivity test with acrylic. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.